Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that up and down buttons were harder to press. The customer's blood glucose value was unknown. The customer reported crack on reservoir side and scratch on battery side. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. No frozen screen noted during test and time clock advances properly. Device received with case at the reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).